Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified shunt veins. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient is in good condition.